Manufacturer narrative:
No further information was provided by the customer to further investigate the reported issue against the calculator. The root cause cannot be determined based on the information provided. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient was left with residual astigmatism, it was the amount of astigmatism he essentially started with. The iol was exchanged. Additional information was provided by the surgeon, who reported that the target refraction was -1.75 diopters and the postoperative refraction was -0.75-1.50x105. In the surgeon opinion the iol did not cause/contribute to the event, however, the potential cause is unknown. An intraoperative aberrometer was used after removing the iol and it recommended the same strength in a different axis. The surgeon widened the wound, placed the same lens model with a half a diopter difference in strength at a different axis. There was corneal edema the first day after the iol exchange procedure. One week later, the visual acuity was good, "some" astigmatism at 180 with 2 stitches there. There are two medical device reports associated with this patient. This report is for the calculator.